Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x12mm nc emerge balloon catheter was advanced for dilatation. However upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. Microscopic inspection revealed a tear (burst) in the balloon material, 1mm long and located just distal of the proximal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. Review of the product specification which indicates the rated burst pressure (rbp) was performed. There is no indication that the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x12mm nc emerge® balloon catheter was advanced for dilatation. However upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.